Event description:
As reported by the legal brief, on or about (B)(6) 2014 patient was implanted with a novation system. The novation crown cup connexion gxl neutral liner implanted into patient on (B)(6) 2014, is subject to an FDA class 2 recall and posted on the FDA's website on (B)(6) 2022. On or about (B)(6) 2018, patient underwent surgery to remove the novation connexion gxl where surgeon found novation connexion gxl polyethylene debris and osteolysis as a result of the polythylene debris from the patient's novation implants. Surgeon removed the failed novation implant from patient and replaced it with another novation.

Manufacturer narrative:
Concomitant medical products: novation crown cup cluster-hole shell (cat#: 180-01-56 / serial#: (B)(4)). Novation element femoral stem (cat#: 164-01-12 / serial#: (B)(4)). Cocr femoral head (cat#: 142-36-93 / serial#: (B)(4)). 6.5mm acetabular bone screw 25mm, (catalog#: 122-65-25 / serial #: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.